Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports. Other mfg report nunbers: 3014334038-2022-00166, 3013886523-2022-00344. A facility reported a patient had been monitored for 5 days and there were no problems. The pressure was really high and they decided to perform a decompressive surgery. They zeroed the new sensor (successfully inserted it in the parenchyma) and after that the value of the icp moved from +5mmhg to -50mmhg. Immediately afterwards there was the alarm "change cable or sensor". They changed 2 sensors and 2 cables, they changed also the cerelink monitor but it still gave the same alarm. At the end they switched the cerelink off and they brought patient to the ICU. After 3 hours, they switched it on and it started working correctly with icp at +14mmhg. The event led to a significant surgical delay (2 to 4 hours).

Event description:
N/a

Manufacturer narrative:
The cerelink cable was returned for evaluation; however, a corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured and communicated under that action. Additional information received: the patient is in physical therapy